Manufacturer narrative:
Eval summary: analysis results indicated physical evidence associated with the user error. The analysis showed that the atg45 device was rec'd in good visual condition and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The returned device was found to be non-functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a proctectomy procedure, the device partially fired and then locked out. They completed the case with another device. There was no pt consequence.